Event description:
It was reported that a malfunction code "malf 1" occurred, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level, remaining within normal range. Technical support arranged for a replacement pump to be sent, provided storage mode instructions, and instructed the customer to return the malfunctioning pump within 10 days using the provided pre-paid label. No backup insulin therapy was available, so the customer planned to contact their healthcare provider.